Event description:
The pt reportedly experienced intermittency for a period of time (dates not given). In april 2004, the pt reportedly began to experience "system shutoffs." In august, 2004 the pt was unable to hear. The next day the pt was seen for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.